Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the lead was returned in three pieces. The outer insulation was abraded at 1.3 cm - 1.5 cm and at 37.0 - 37.3 cm from the distal tip. The lead damage is consistent with that t caused by friction with the device can.